Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the image on the 9800 system was breaking up and dropping out prior to a case. No patient injury was reported.